Event description:
It was reported by repair work order that the head end of bed was elevated and inoperable due to broken potentiometer. There was patient involvement; however, no adverse consequence of clincially relevant delay in treatment was reported.